Event description:
It was reported that the 9800 system intermittently will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The dc distributor board and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.